Event description:
The customer called to report that she was admitted to the hospital due to high bg's (greater than 800mg/dl). She claims that her pods were not delivering insulin - a cannula kink was also noted. It is unk when or for how long she was admitted as her release papers from the hospital were lost. Since the pods had been discarded (both used and unused), no product will be returning for evaluation. The customer's doctor has taken her off of the omnipod system "until further notice."

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.